Event description:
Customer returned (2) 3 mm screwdrivers as the tips broke off during a lumbar surgery. Dr was able to complete the surgery with no harm to pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.